Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of amia cassettes had patient line caps that were attached very loosely to the patient line. This occurred during set up of peritoneal dialysis therapy. It was further reported that at times, the cap would have fallen off the line into the packaging before the patient even opened the bag. Other times, the cap fell off when the patient was opening the individual packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.